Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, based on the analysis, the alleged low blood glucose issue could not be verified. H10, add MDR code h10, add MDR code.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer experienced low blood glucose (bg) level 46 mg/dl, cause was unknown. The customer became unconscious and required assistance in addressing bg with juice. Reportedly the customer reverted to manual injections for insulin therapy.